Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on (B)(6) 2010, the pt fell with the implanted side on the edge of a chair. The parents reported that afterwards he no longer reacted well and contacted the clinic on (B)(6) 2010. Testing revealed the channels 1-8 with status hi.